Manufacturer narrative:
A supplemental report will be send upon completion of investigation.

Event description:
It was reported that during routine checkup, cs300 intra-aortic balloon pump (iabp) showed rapid gas loss alarm. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked its balloon & extender ckt but not found any loosen in complete balloon ckt & also checked its machine fill & drain port. There is not found any moisture or blood inner side of ckt. Then opened its top cover & checked thoroughly to blood leak detector ckt but not found any things. After all, enter to service mode & checked its all functional test, pneumatic performance test, vent test, safety disk leak test. Then found all are passed successfully & its all parameters are with in safety range. Machine observed to 2 days after that found its working ok. After all the fse have observed to machine along with system trainer & problem could not found in machine. That problem is laying may be in customers balloon. Machine handed over to the department in good working condition.